Event description:
A 20mm diameter x 12mm diameter x 13.5cm length aneurysm bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Vessel morphology and aneurysm size are unknown. It was reported in 2004 the pt was brought to the operating room for repair of a type I endoleak. An aneurx iliac extension cuff and a palmaz stent were placed, however the endoleak was not resolved. In 2004 the pt was brought to the operating room for explant of the stent graft. The procedure was reported to be successful and the pt left the operating room in satisfactory condition. There was no clinical sequelae reported, and the pt is reported to be doing well. The explanted stent graft was returned to medtronic vascular in 2004 and its eval is pending.